Manufacturer narrative:
E1: initial reporter phone number - (B)(6).

Event description:
It was reported that a fracture occurred. A 14mm x 30cm interlock was selected for use in an embolization procedure of iliac aneurysms. During the procedure, the connection between the coil and the delivery shaft was fractured and the coil fell off in the process of pushing and positioning. The procedure was then completed using with another the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.

Event description:
It was reported that a fracture occurred. A 14mm x 30cm interlock was selected for use in an embolization procedure of iliac aneurysms. During the procedure, the connection between the coil and the delivery shaft was fractured and the coil fell off in the process of pushing and positioning. The procedure was then completed using with another the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone number - (B)(6). Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established.